Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2005 which caused the settings to change to unintended parameters, and a final interrogation to verify settings was not performed. The settings were corrected the next day on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.